Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported received a motor error alarm during rewind. The customer's blood glucose was 507 mg/dl at the time of incident. The customer stated that a motor error recurred during rewind. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer stated that the insulin pump was exposed to moisture due to insulin leaked on the reservoir compartment and on the lcd. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed during the prime test to faulty force sensor resistor. Unable to perform the occlusion, rewind, basic occlusion, and excessive no delivery test or verify motor error alarm due to a33 alarm. The motor passed motor test. No moisture damage found on the electronics, motor, battery tube, vibrator, keypad assembly, or reservoir tube during our visual inspection. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.